Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 133-140mg/dl fasting. Verified test strips expire 12/18/2017. Confirmed customer's test strips are being stored properly and opened vial date 12/19/2105. Reviewed meter memory: (B)(6). Memory concerns:238,173,179,143,356mg/dl- customers main concern are her morning results all being very high.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference. Correction of vial opened date: (B)(6) 2015 (typo error).

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 133-140mg/dl fasting. Verified test strips expire 12/18/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Customers main concern are her morning results all being very high.